Manufacturer narrative:
Consumer address was not provided. Manufacture date information not provided. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that their flexcare+ power toothbrush caught fire while charging. No injury or property damage was reported.